Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose due to bent infusion cannulas. This concern began around (B)(6) 2011 when patient first used this product, and she used a total of 4 infusion sets. Blood glucose elevated to the 300 mg/dl range, and target blood glucose is 103-130 mg/dl. There were no issues during the preparation or insertion of the infusion set. There was insulin leakage from the infusion sites, and patient noticed this when the infusion set adhesive was damp. Patient did not treat her elevated readings. Insertion device was used to insert the headsets, and patient noticed the concerns approximately 12 hours following insertion. Patient would then remove the headset and notice the cannula was bent. Product was replaced. No product will be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.